Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 71-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a cp support ongoing for a patient admitted in with lengthy cardiac history and cardiomyopathy. The support allowed for intervention/pci (percutaneous coronary intervention) of the coronaries. After just under 4 days the pump was explanted. Later (2 days post explant) the field team was notified of a need for thrombectomy to the limb after removal there was femoral clot observed.

Manufacturer narrative:
The investigation into the thrombus issue has been completed since the original report was submitted. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus was not determined. Instructions for use for the related event are as follows: impella cp with smart assist system. Section: potential adverse events (united states) . ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." B.7 revised as this information was inadvertently omitted from the previously submitted report. D.4 revised model number from the initial submission in accordance with updated procedures. D.6a and d.6b revised from the initial submission in accordance with updated procedures. H.6 code 4114 was reported incorrectly on the previously submitted report. The correct code has been added to type of investigation codes. H.10 additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures. Additional manufacturer narrative on the previously submitted report stated that the device was not returned but it was discarded.